Event description:
A surgeon reported that a posterior capsular tear was noticed during cortex "clean up" of a cataract intraocular lens (iol) implant procedure. He was able to insert the planned lens implant with no issue and no vitrectomy was necessary. The procedure was able to be completed. The surgeon advised that he was not sure what caused the posterior tear. The bag was intact during phacoemulsification and "everything looked fine until after phacoemulsification and nucleus removal".

Manufacturer narrative:
The facility did not request service for the system. There was no sample returned for eval and no additional info provided related to this event. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for the phacoemulsification handpiece or the system. The handpiece met specifications at the time of release. Although no sample was returned for eval, several investigation attempts were performed to confirm the reported event. The doctor is unsure what caused the pc tear and it is unk if the MFR's product contributed to the event. With no additional, related info provided, the customer reported event that their handpiece was involved in a posterior capsule tear was not confirmed. The root cause cannot be determined conclusively. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B)(4).